Event description:
Boston scientific received information that during a scheduled revision due to noise on the shock electrogram, this right ventricular (rv) lead was explanted. After explant, insulation damage on the proximal end of the shocking coil was observed. The physician reported the lead had been implanted and in service for approximately two years and extracted without complications. The explanted lead is intended to be returned for a post market analysis and another boston scientific lead was successfully implanted. Additionally, it was reported that this lead, along with the other system components, had been electively repositioned approximately three months post implant, due to a sub-pectoral repositioning. The lead remained implanted and in service, until this most recent follow-up when noise was observed. No adverse effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection confirmed a 10 mm long gash in the lead insulation, located approximately 167-177 mm from the terminal pin. The rate/sense negative coil was exposed due to the insulation breach. Analysis concluded, based on the type of and location of damage, the gash in the insulation was likely due to lead-on-can contact.

Manufacturer narrative:
Following device return and completion of lab analysis, this event will be further updated.